Event description:
Patient with a periprosthetic femur fracture was implanted with a plate, 3 cables and 9 screws on (B)(6) 2012 at another facility by another surgeon. Post operatively the plate and the three cables broke. The patient was taken to the o.r. At this facility on (B)(6) 2013 for removal of hardware and revision to a 4.5mm lcp proximal femur hook plate. All removed hardware was given to the patient after the procedure. Reportedly the screws were intact. Patient had previous total hip replacement on 7/24/12, prior to femur fracture. This is 3 of 4 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.